Event description:
Reportable based on device analysis completed on 28-sep-2018. It was reported that coil was stretched and failed to separate. The nearly not stenosed target lesion was located in the severely tortuous and mildly calcified internal iliac artery (iia). A 6mmx 20cm interlock was selected for use. During the embolization procedure, the delivery wire was advanced to the target lesion to deploy the coil. Then the physician retrieved the coil prior to deploying it at the target lesion. When he retrieved the coil by pulling the delivery wire, the coil was noted to be elongated/stretched. The coil was then tried to deploy again, but it could not be deployed or advanced because the coil was elongated. The coil was then removed together with the non- bsc microcatheter from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed missing coil fiber bundles. The device was returned for analysis. Visual inspection was performed on the pusher wire, coil and introducer sheath. The coil and pusher wire arms were interlocked within introducer sheath. The introducer sheath was inspected and no visual defects were noted; the twist lock had been opened; residues of blood were noted within the introducer sheath and the coil fiber bundles. The pusher wire was inspected and no anomalies were noted. The coil was returned stretched near the interlocking arm. Functional inspection was performed as the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspections was performed and observed that the proximal end of the pusher wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface. The interlocking arm was inspected and no anomalies were noted; the main coil was kinked and stretched. Dimensional inspection that could be measured were performed and observed that there were missing 5 coil fiber bundles.